Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) episodes, sensing integrity counter (sic) episodes, and lead impedance variation. The lead was found to have high impedance. The lead had oversensing of non-physiologic noise causing device classified false detection of ventricular arrhythmias. The lead had high thresholds. A magnet was placed over the device to prevent any inappropriate therapy. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.